Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 477 mg/dl. The customer treated with a manual injection. The customer performed troubleshooting for the device and performed the high pressure test, and it passed. The customer was advised to change their entire set, reservoir and insulin and treat per their doctor's instructions. The customer's infusion sets and reservoirs were replaced; however, the device was not returned or replaced.